Event description:
Abutment broke in patients mouth some time after placement. Doctor had to bring patient in to remove the broken screw thread from the implant. Unsure how long after placement the event occurred. Doctor thinks it broke while getting attachment to correct torque. Fractured abutment.

Event description:
Abutment broke in patients mouth some time after placement. Doctor had to bring patient in to remove the broken screw thread from the implant. Unsure how long after placement the event occurred. Doctor thinks it broke while getting attachment to correct torque. Fractured abutment.